Manufacturer narrative:
(B)(4). The abbott vascular internal notification number for the mitraclip field correction is 2024168-2/3/16-001-c.

Event description:
Abbott vascular made a decision to initiate a voluntary field action in the form of a field safety notice for the mitraclip clip delivery system, cds0201. Abbott vascular has recently received nine reports of cases on clip delivery system devices that contain the one-way actuator knob where a user attempted implanting a mitraclip, but the clip could not be detached from the delivery system due to confirmed or suspected mandrel fractures. These cases resulted in surgical interventions and, in one case, the patient expired post-operatively due to severe comorbidities. Abbott vascular investigation activities indicate that the mandrel fractures are due to tension being left in the system while deploying the clip. While the current instructions for use (IFU) require the arm positioner to be in a neutral position during clip deployment, which relieves system tension, abbott vascular is revising the mitraclip IFU clip deployment sequence to provide additional assurance that tension is completely eliminated. Abbott vascular will train all mitraclip implanters on the revised instructions. This action affects the following: product number cds0201 - lots 50811u1 and greater (united states). Product number cds02st - lots 50714u1 and greater (outside the united states).

Manufacturer narrative:
(B)(4). Abbott vascular issued a field safety notice (fsn) on february 4th, 2016 for 9 reports of failure to deploy the clip due to a confirmed or suspected mandrel fracture. The fsn explained the importance of eliminating tension in the device and detailed updated deployment steps. As of 3/14/2016, all mitraclip system users have been trained to the content of the fsn. There have been zero recurrences since the issuance of the fsn. Subsequent to the fsn, abbott vascular revised the mitraclip IFU to include the revised deployment sequence. Additionally, abbott vascular is implementing a design change to ensure the device cannot store tension, even in a misuse state. The change is scheduled to be completed in (B)(4). Complaints related to failure to deploy will continue to be monitored.